Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The stop current and run current measurement tests are within specification. The device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. The device had cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 540 mg/dl. The customer states that the set was changed on thursday (B)(6) 2017 and on friday morning customer experienced symptoms such as vomiting, customer was taken to the hospital at around 2-4pm. The customer states that blood glucose at home before ambulance arrived was close to 540 mg/dl and ketones was 6.9. At hospital, customer had been connected to a drip as well. Customer had been connected to pump until around 7-9pm. The customer reports pump had given a no delivery alarm after 5u of insulin had been delivered. The insulin pump will be returned for analysis and the pump will be replaced.